Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device has not been returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Evolve ii clinical study. It was reported that myocardial infarction (mi) occurred. In (B)(6) 2013, clinical status assessment indicated that the patient's qualifying condition was stable angina. Subsequently the patient was referred for elective cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the distal left anterior descending (lad) artery with (B)(4) stenosis and was 8mm long with a reference vessel diameter of 2.75mm. The target lesion was treated with pre-dilatation and placement of a 2.50 x 12mm study stent. Following post-dilatation, residual stenosis was (B)(4). The following day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2015, the patient experienced intermittent angina. Ten days later, the patient was noted to have myocardial ischemia of the right coronary artery (rca). In (B)(6) 2016, the patient was hospitalized and a left heart catheterization was performed and revealed (B)(4) proximal stenosis which was treated with placement of 3mmx18mm of a non-bsc drug-eluting stent. Following post-dilatation, residual stenosis was (B)(4). On the next day, the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4).

Event description:
It was further on (B)(6) 2015, the patient was noted to have unstable angina and not myocardial ischemia as previously reported. It was also further reported that the 90% proximal stenosis was located in the right coronary artery so that the event is now considered unrelated to the study stent implanted in the left anterior descending artery (lad).